Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metal back keel osteotome was found to be broken at the tip where the metal portion is kept in place at the plastic handle interface in spd. They believe that this was broken during the reprocessing and surgery was not affected in any ways.

Manufacturer narrative:
Examination of the submitted device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.